Event description:
It was reported that a 67 yo male patient, initial right shoulder implanted on (B)(6) 2022, underwent a revision procedure on (B)(6) 2023, approximately 1 year 8 months post the initial procedure. The report indicated the glenoid was loose and infection was suspected. The patient was revised to a 300-10-15 equinoxe replicator plate 1.5mm o/s, 300-20-02 equinoxe square torque define screw, and 310-03-53 equinoxe humeral head expanded 53mm. There were no device breakages or surgical delays during the procedure. No x rays or patient history was able to be obtained. The patient was last known to be in stable condition following the event. No devices are returning for analysis due to the hospital policy. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 6977672 - 00-30-14 - equinoxe preserve stem 14mm. 6886836 - 320-08-42 - glenosphere exp 42mm +4mm offset. 7264988 - 320-10-00 - equinoxe reverse tray adapter plate tray +0. 7068896 - 320-15-04 - rs glenoid plate r post aug, 8 deg, right. 7253803 - 320-15-05 - eq rev locking screw. 7271230 - 320-20-00 - eq reverse torque defining screw kit. S336664 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S342780 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S344269 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. S302526 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. S214372 - 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. 6543972 - 320-42-13 - 145-deg pe 42mm const hum liner +2.5. 6893070 - 321-20-00 - equinoxe reverse shoulder drill kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.